Manufacturer narrative:
Model number/catalog number: 72400162. Serial number: n/a. Batch/lot number: 1100915107. Model/catalog description: belt cuff fgs 5.0 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed during which a crack was found in the pump connecting tube, so the pump was replaced. No patient complications were reported.